Event description:
End user had just purchased unit on the date of the event. It apparently came with a converter for pt to be able to use in the car. They were on their way home when they started to have an asthma attack. They tried to use it and it didn't work. They made it to their home and again tried to use it but allegedly would not work. The paramedics were called and they were rushed to the hospital, where they received critical care and rehabilitation.